Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set cannula was crimped after 3 hours of insertion. Infusion set was placed in abdomen. Blood glucose level displayed high and was treated with correction injection via mdi. Event occurred on (B)(6) 2024 . No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.